Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug was not released. Manual compression was not mentioned as part of the procedural resolution. There was no reported patient injury, and no adverse effects were reported. Following interventional angiography, a 5f closure device was used for routine closure. The device was stored and prepared according to the instructions for use (IFU), and no device or package damage was visible prior to use. A 5f non-cordis vascular sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked to the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. It is unclear whether the physician had their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. The indicator wire loop was deployed and showed no anomalies. A retrograde approach was used, and the patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. Angiography confirmed the femoral artery¿s suitability, with insertion angle verified, and vessel diameter measured at =5mm. There were no signs of calcification, tortuosity, stents near the puncture site, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the indicator wire retraction, and plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug was not released. Manual compression was not mentioned as part of the procedural resolution. There was no reported patient injury, and no adverse effects were reported. Following interventional angiography, a 5f closure device was used for routine closure. The device was stored and prepared according to the instructions for use (IFU), and no device or package damage was visible prior to use. A 5f non-cordis vascular sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked to the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. It is unclear whether the physician had their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. The indicator wire loop was deployed and showed no anomalies. A retrograde approach was used, and the patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. Angiography confirmed the femoral artery¿s suitability, with insertion angle verified, and vessel diameter measured at =5mm. There were no signs of calcification, tortuosity, stents near the puncture site, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.